Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion during therapy not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received insulin flow blocked alarm during doing bolus. Customer¿s blood glucose level was 252 mg/dl. Customer stated that they were tried all remedies. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to retrieve and save insulin pump setting and to revert to backup plan. The insulin pump will be returned for analysis.